Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle, measuring 0.15 to 0.50 square mm. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified however, the particles were not in the fluid path because they were embedded in the material of the tubing line. The other samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the tubing of thirteen (13) small volume intermates. This issue was identified during inspection prior to patient use. There was no patient involvement. No additional information is available.